Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional procedure, using a 6fr sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with a proglide device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial report, the following additional information was received: the device was returned with no blood visible in an unused state. Follow-up with the account confirmed that the wrong information was reported. There was no cuff miss or any other device issue. The device inadvertently became contaminated prior to use; therefore it was not used. There was no patient involvement. No additional information was provided. This should not have been MDR reportable.

Manufacturer narrative:
Analysis will not be required as additional information was received indicating the device was not used in the patient and there was no device malfunction or adverse event associated with this device. B5: event description corrected. H6: health effect - impact code 4641 was removed. Medical device problem code 1142 was removed.